Event description:
Medtronic received a report that the apollo catheter was found kinked. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the operator punctured, prepared the catheter, started the operation, unpacked the apollo package, and planned to flush the microcatheter. The apollo taken out of the vacuum package found that the middle section was 5 mm kinked and damaged. In order to ensure the safety of the operation, a new apollo was replaced immediately, and the operation started normally. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f short sheath, 6f guiding catheter, mirage guidewire, andonyx liquid embolic. Additional information received clarified that the "puncture" was referring to the first step of the procedure when the femoral artery was punctured. It was reported that the damage was damage was discovered during inspection after the catheter was removed from the packaging. There was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
H3: product analysis #290824779: equipment used: vis (m-81805), 203cm ruler (m-83360) drawing(s) referenced: none as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened apollo inner pouch (b505783). Damage location details: no damages were found with the apollo catheter hub. However, dried residue was found with the catheter hub lumen. The apollo catheter body was found damaged (ruptured) at 21.0cm from the catheter distal tip. The apollo catheter detachable tip was found intact. Dried residue was found on the apollo catheter distal tip outer diameter. Testing/analysis: an attempt was made to flush the apollo micro catheter; however, the catheter was found occluded. An in-house mandrel was unable to be inserted into the catheter hub due to the dried residue. The in-house mandrel was then inserted into the catheter distal tip and became stuck at 15.5cm from the distal tip. The apollo catheter body was dissected (cut) distal to the rupture. The apollo catheter lumen was found occluded with dried residue. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ report was confirmed as the apollo catheter body was found ruptured. However, as the returned apollo micro catheter was found to be used, it is likely that the damage occurred during use. Catheter rupture can occur when the distal portion of the catheter is kinked, prolapsed, or occluded during injection, wrong type of syringe to use with saline/contrast, or use of power injector. However, the cause for the catheter rupture could not be determined. (Rosaj10 2023-07-19) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.